Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. All the buttons functioned properly and no moisture damage on the keypad traces were noted. The keypad connector was fully locked. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the customer was experiencing high blood glucose of 429 mg/dl. Customer treated with a bolus. Customer was informed by his doctor to use the device and give it time to get used to. Customer's blood glucose was 382 mg/dl, treated with 10 unit bolus and customer's blood glucose was 300 mg/dl. Troubleshooting was performed and it was noted the down arrow button is not working. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.